Event description:
It was reported, the light source exhibited b30 scope communication error with many 190 scopes. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the actual device has not been returned and no other information could be obtained, presumed cause could not be identified. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.